Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
When connected ,the scope was no image. Therefore, the equipment department were notified. This event occurred at the time of before use. There was no report of patient harm.